Event description:
It was reported that there was a loss of mechanical ventilation due to battery failure during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. No patient information provided to date after calls to customer (B)(6) 2023 and (B)(6) 2023. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.